Event description:
It was reported that screw breakage occurred post-operatively. The index surgery treated l4-5. Approx six months post-operatively tomography showed a broken screw at the right l5. The pt underwent revision surgery and the broken screw was replaced as well as the construct was extended to include s1. No further info is available at the time of this report.